Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used extension cord. Visual inspection of the sample noted no bend observed on the extension cord. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature sensing extension cord in the box was bent.

Event description:
It was reported that the temperature sensing extension cord in the box was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.